Manufacturer narrative:
Concomitant medical products: product ID 8709, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID 8709, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Device evaluated: analysis of the pump found no evidence of anomalies. Analysis of the catheters found a hole caused by deep abrasion (serial (B)(4)) and missing or incomplete dispensing holes (unknown serial). Eval code method: applies to the catheters only. Result: applies to the pump and code, applies to the catheters. Conclusion: applies to the pump and code 11 applies to the catheters.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 500 mcg/ml; 50 mcg/day via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. The pump and catheter were explanted on (B)(6) 2015 due to infection. There was no patient injury. Specific patient symptoms, cause of the event, troubleshooting/diagnostics, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The event date was (B)(6) 2015. Concomitant medication was oral baclofen. The patient experienced a sudden change in therapy that started with tenderness which progressed to excruciating pain on their left side towards the outside of the body. The patient had a pocket infection noted as staphylococcus aureus infection. The symptoms were redness, pain, vomiting, and fever. The patient had a pump refill on (B)(6) 2015 and it was thought it could possibly be a contributor to the infection. The patient was bleeding at the refill site and never had bleeding before during a refill. The patient went through 6 months of using accutane, from (B)(6) 2015. The patient may have had staphylococcus aureus in his ear and nose and scratched himself. The patient was hospitalized early morning (B)(6) 2015 prior to pump explant. The healthcare provider weaned the patient down from the intrathecal baclofen in the pump 10-15 percent each day and when the dose was down to 50 percent the patient was given oral baclofen 10 mg, three times a day. The hcp may have given 10 mg one time per day and by the time patient was weaned down he was taking oral baclofen 3 times a day. This occurred while the patient was taking intravenous antibiotics for the staph infection. The patient took baclofen10 mg three times a day starting on (B)(6) 2015 for one week. After that for the next two months, (B)(6) 2015 the oral baclofen was cut down every 4 days, 5 mg per day until the patient was weaned off the oral baclofen. The patient was given intravenous antibiotics (B)(6) 2015 and the pump and two catheters were removed on (B)(6) 2015. The patient had an old catheter still in at the time and that was removed with the current pump device. The patient had anxiety and profuse sweating which started on (B)(6) 2015 when the patient was being titrated off the intrathecal pump medication and was thought to be a side effect of being weaned off the baclofen. The reporter indicated they electively agreed that the patient was to be taken off all forms of baclofen and thus the patient was taken off oral baclofen. The infection was resolved. The patient had a lot of anxiety following the explant. The patient was diagnosed with autonomic syndrome (B)(6) 2015. The patient had a high resting heart rate of 95-98 beats per minute and was sweating profusely. The patient was checked for cardiac contributors after being diagnosed with autonomic syndrome and anxiety. The patient did not appear to have any contributors to narrow down what caused it. The patient was a spastic quadriplegia (preexisting condition) and walks with walker. The patient had contractures on the upper extremities. The patient had not complained about pain previouslyand was having a lot of pain in his legs and his feet started that started (B)(6) 2015. The patient was a cashier and stood on his feet all the time. The patient dreams all the time and only dreamt before once in a while. The patient¿s anxiety was high thus the patient was taking 10 mg fluoxetine per day which helped ¿dramatically¿. The patient was taking aleve for pain for the last week in (B)(6) 2016.

Manufacturer narrative:
(B)(4).